Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when the unspecified bd vacutainer® blood collection tube was pushed onto the needle during use, the tube "popped" back off the needle, and only "half" of the tube could be filled with blood. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "phlebotomy has had trouble with the green top gel and lithium heparin tubes. When they push the tube on the needle to draw the blood, the tubes are popping back off the needle. When they hold the tube on the needle they can often only get a half a tube of blood. The tubes aren¿t filling properly. The lot # that we have up here in the storeroom is 9260624 with an expiration date of 09/30/2020."

Event description:
It was reported that when the unspecified bd vacutainer® blood collection tube was pushed onto the needle during use, the tube "popped" back off the needle, and only "half" of the tube could be filled with blood. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "phlebotomy has had trouble with the green top gel and lithium heparin tubes. When they push the tube on the needle to draw the blood, the tubes are popping back off the needle. When they hold the tube on the needle they can often only get a half a tube of blood. The tubes aren¿t filling properly. The lot # that we have up here in the storeroom is 9260624 with an expiration date of 09/30/2020."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.